Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan to report the one touch ping meter would not power on. The sr. Medical surveillance specialist called the patient to obtain and verify information; however was unable to reach her by telephone. The smss mailed a letter requesting the patient call medical surveillance. On (B)(6) 2012, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. At that time, the patient experienced the symptoms of shakiness and dizziness. It would have been helpful to determine if the patient's symptoms began before or after the meter issue, if the patient received any treatment, her blood glucose levels prior to this event, and what insulin doses the patient had taken prior to the event. Troubleshooting revealed the meter would not power on with the power button or with test strip insertion. The issue was not resolved. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia while using the reported meter, therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.